Event description:
An operating room tech reported the luer lok adaptor and cannula detached from four syringes during surgery. It was reported the syringes had been checked and tightened by the nurse and the surgeon prior to use. One pt experienced a tear in the capsular bag and an alternate intraocular lens (iol) model had to be used on this pt. The outcome for this pt was reported as "good". There were no other injuries associated with this report. There are two medical device reports being filed for this report; this report is for the injury.

Manufacturer narrative:
Investigation showed that no remarks related to this complaint were reported in the batch record visual inspection: all syringes are visually inspected, items with incompletely assembled luer lok adaptors are removed. No loose luer lok adaptors were found for this batch. A functionality test was performed on retention samples, the results met specifications. There has been one other complaint reported in this lot number, in addition to the reports received from this facility. Additional info was requested; a completed questionaire was received. This report was mailed to FDA on: 02/13/2009.